Event description:
Related manufacturer number: 2017865-2022-04180. During follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. During analysis of the session records, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. No further intervention was performed for the ra lead. The patient was in stable condition and will continue to be monitored.